Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient is experiencing pain and stiffness despite knee therapy-about 80 degrees of flexion. Spouse mentioned that the surgeon wants samples of the metal disc to test for metal sensitivity.